Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable and plug assembly was evaluated and loose wiring was tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a short in the workstation power cord. Additional information was received from the field service engineer confirming that the system would shut down without command of the operator if the cord was moved. There is no report of a patient injury or death associated with this event.